Manufacturer narrative:
Received a photograph if the alleged complaint. The image in the picture reveals a ponsky feeding tube with a star external bolster attached. Surrounding the insertion site, the surface area reveals red inflamed excoriated skin. A measuring tape that is in the photo reveals approximately 4 cm of the pt's skin is inflamed. That is all that is discernible in the picture. Confirmation of ulceration to the skin is confirmed from the photo that was returned; however, the exact cause of the alleged incident is undetermined at this time. The star bolster is an external bolster too provide external fixation and stabilization of a gastrostomy device. The instructions for use (IFU) states, "improper placement of excessive traction on the external portion of the device, whether intentional or unintentional, could result in dislodgement or misalignment of the internal dome from it's position in the stomach as well as tissue necrosis." A review indicates that the subject device and the manufacturing lot involved met intended design and manufacturing specifications. A lot history review (lhr) of huwc1103 showed no other similar product complaint(s) from this lot number.

Event description:
External star bolster is causing stage 1 and 2 pressure ulcerations.